Manufacturer narrative:
Philips service replaced the cmos battery, rebooted the system, and tested its functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to complete shutdown, resulting in a loss of x-ray functionality upon reboot, on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.